Event description:
It was reported the insulin pump had a crack on the display. The device was not dropped or bumped. The drive support cap was normal. The device was dropped. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.